Event description:
It was reported that during a surgery the back part of the device became hot. There was no harm for patient, operator or third party reported. This was noticed before the surgery. No further information received. Update avoe 11-apr-2022: it was confirmed that the error occurred on the (B)(6) 2022 during a hip surgery. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that during a surgery the back part of the device became hot. The reported event was confirmed. The supplier evaluation revealed that after 15-20 seconds of idling the drive handpiece became warmer. The drive handpiece was disassembled and it was found out that the sensor magnet was twisted in relation to the control magnet (rotor cpl. 491800). As soon as the sensor magnet and the control magnet are not optimally aligned with each other the handpiece is heating up. The rotor has traces of wear caused by the electronics in the area where the control magnet is fixed. This heats up the glue and lost its strength. The most likely cause of the reported failure is wear and tear.